Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the teflon pad separated with char marks and exposed metal on the jaw. No tissue buildup was observed on the jaw. The device was connected to the test usg-400/esg-400 and as designed a short circuit error message was observed when the jaw was fully closed and the seal or seal & cut button was activated due to the metal-to-metal contact. The device passed the electronic probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The user technique cannot be ruled out as a contributory factory. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a dilation and curettage (d&c) with laparoscopic salpingectomy procedure, the teflon pad fell off prior to use. It is unknown if the intended procedure was completed. There was no patient injury reported.